Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was not turn on. Customer's blood glucose level was 136 mg/dl. Customer reported that belt clip was damaged. Customer stated that space at the top and on the side of the rails had damage. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.